Event description:
Pump declared alarm 30 during pumping, and there was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to load a new cartridge, allowing them to successfully resume insulin therapy.